Manufacturer narrative:
Field advisories: 1627487-07262012-002-r, 1627487-12192011-003-r; these ipg serial numbers were included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg became inoperable due to not charging it for about 8 months. A sjm rep confirmed the communication issue between the ipg and multiple external devices. As a result, the ipg was explanted and replaced which resolved the issue. Reportedly, the patient has effective stimulation post-operatively.